Manufacturer narrative:
Seroma and reoperation are not uncommon events following implant based breast reconstruction with or without the use of surgical mesh. A review of the associated batch record showed no non-conformances or anomalies that may have caused or contributed to the events noted.

Event description:
A patient underwent prepectoral two stage bilateral nipple sparing mastectomy and placement of ovitex prs (str) and mentor cpx textured expander devices on (B)(6) 2023. The immediate post operative course and expander replacement with mentor shpx 450 devices was unremarkable. The patient presented on (B)(6) 2024 with right side swelling and erythema. Oral antibiotics were administered without resolution. On (B)(6) 2024 a large 'bronze' seroma was noted, evacuated, and breast implant replaced. The contralateral (left) side presented with similar issues approximately one month later.